Manufacturer narrative:
Per the manufacturer's subsidiary, the calibration failures occurred during field installation of the device. The egps data log documented 'o2 sensor out of range at calib' and 'calibration: failed' events.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration multiple times. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review: on 17feb2022, each time the gas system calibration was attempted it failed with an 'oxygen (o2) sensor out of range calib'. The sensor value was just above the allowed range of 2711 millivolts (mv). The log confirms the complaint. The service repair technician (srt) did not duplicate the reported complaint. The air and oxygen gas was set to 50 pounds per square inch (psi) and the o2 analyzer calibrated successfully three times. The srt ran the electronic patient gas system (epgs) calibration and it tested successfully three times. The srt replaced the o2 sensor as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs was powered on and calibrated three consecutive times successfully and then passed verification / release testing. It was determined that the epgs met specification.